Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (pd) and continuous ambulatory pd therapy. The cause of the peritonitis was not reported. It was not reported whether the patient was hospitalized for the event. Treatment was not reported. The outcome of the peritonitis event was not reported. The action taken with dianeal and extraneal therapies was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number was unknown, therefore, a device analysis could not be completed. The cause was not identified. Should additional relevant information become available, a supplemental report will be submitted.